Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once the investigation results are avail. Customers and retailers have been informed.

Event description:
A customer report that the unit of measure had changed from mg/dl to mmoll on their freestyle meter. There was no report of death, serious injury or mistreatment associated with this event.